Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed green image issue was determined to be the result of a faulty charged coupled device (ccd) unit. A definitive root cause of the faulty ccd unit could not be determined, however, after assessing the influence probability and the probability of detection, the following causes could be prioritized as follows: - tension too high in the area of the ccd holder assembly due to use of an adhesive which is not adapted to the load/temperature collective and to an insufficiently formed adhesive layer ccd-holder to bumper sleeve; - tension too high in the area of the ccd holder assembly due to asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined; - pre-existing damage to the ccd holder assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited a green image due to a defective charged coupled device unit. There were no reports of patient involvement.